Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise due to fracture. The noise could be reproduced with isometrics. The lead was capped and replaced. The patients condition was good after the procedure.